Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 22.1 mmhg. Readings were observed under the manufacturer's patient care network database. The sensor waveform was noted to be dampened. Dampening was previously reported in MDR-2023-17729/3004936110-2023-00404.

Event description:
The dampening appeared to have worsened since it was first reported. It was recommended to assess the vessel for a potential cause of reduced blood flow via angiogram while the patient was still on the table in the catheterization lab, however the physician opted against right heart catheterization angiogram due to reportedly elevated creatinine levels. The site decided to stop monitoring the sensor following this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.